Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) was in the initial drain and noticed air in the patient line. The hp stated the air went into her and she started to have shoulder pain. The hp stated she contacted the registered nurse (rn) and the rn informed her to start over with all new supplies. The hp started over with new supplies and proceeded back into therapy. There was patient involvement, but there was no medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for this air in tubing (without alarm) complaint is not confirmed, because a batch review could not be performed and the sample was not returned to baxter for evaluation. The cause for this complaint is undetermined, because there is not enough information in the event description to determine the cause. If additional relevant information is received, a follow-up will be submitted.